Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, the sample was returned to and evaluated by the manufacturer on 03/05/2026. The investigation involved historical data analysis and testing of the actual/suspected device. The investigation concluded that no device problem was found and that no problem was detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
"According to the facility, a 6 fr temperature sensing catheter was used on a nicu patient on ECMO, and upon removal of paralytics, the patient's bladder was noted to fill with air. The air was manually removed but returned again. Urine drainage was reported as normal, and staff noted that air was entering the bladder. X rays reportedly showed air infiltration. The facility reported no similar issues when using 8 fr temperature sensing catheters. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted."

Event description:
"According to the facility, a 6 fr temperature sensing catheter was used on a nicu patient on ECMO, and upon removal of paralytics, the patient's bladder was noted to fill with air."